Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section a2: date of birth: 4/2/1941, age: 80 yrs. Old. Section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 12-nov-2021. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens had been cut into four pieces (one missing) with a detached haptic. Based on the return condition of the lens, no further product evaluation could be performed. No defects or assembly issues were observed with the handpiece and the plunger rod was observed retracted after deployment. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. No ncrs/discrepancies/deviations for similar issues were found during the manufacturing record review. Historical data analysis: a search revealed that no other complaints have been received for this production order (po) number. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight and ethnicity: information unknown/not provided. If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. Initial reporter first & last name: unknown/not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis simplicity preloaded intraocular lens (iol) was fully inserted and was removed due to it being scratched. A replacement lens of model dcb00, 16.0 diopter was used. No further information is available.